Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while flushing the white lumen, the nurse felt resistance and noticed bulging at the triangular point where the two lumens meet. The nurse made the decision to take the white lumen out of use but continued treatment with the red lumen. The white lumen was marked not for use. The patient was discharged home and returned 2 weeks later. The nurse then noticed a split in the white lumen and the line was removed. No reported patient injury.